Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time

Event description:
It was reported while using bd ultra-fine¿ insulin syringe 50 (0.5ml) 6mm the device was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: reporting that a syringe in the package was broken and then reported that it broke when applying it to her leg. The client was very confused in the explanation and requested a replacement, she also mentioned that she reuses the same syringe up to twice and we advised her not to reuse it.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ insulin syringe 50 (0.5ml) 6mm the device was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: reporting that a syringe in the package was broken and then reported that it broke when applying it to her leg. The client was very confused in the explanation and requested a replacement, she also mentioned that she reuses the same syringe up to twice and we advised her not to reuse it.

Event description:
It was reported while using bd ultra-fine¿ insulin syringe 50 (0.5ml) 6mm the device was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: reporting that a syringe in the package was broken and then reported that it broke when applying it to her leg. The client was very confused in the explanation and requested a replacement, she also mentioned that she reuses the same syringe up to twice and we advised her not to reuse it.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution?yes, d9: returned to manufacturer on: 05-jan-2024 h.6. Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h.10